Manufacturer narrative:
The insulin pump was received with missing the retainer ring, missing the reservoir tube o-ring, scratched case, cracked keypad overlay at the select button and keypad overlay texture damage. However, the insulin pump passed displacement test, rewind, seating and basic occlusion test. No unexpected insulin flow blocked alarm noted during our testing. Insulin flow blocked feature functioned properly during basic occlusion and occlusion test. The insulin pump was uploaded using carelink pro and carelink pro listed all test data. No history anomaly noted on carelink pro. No unexpected bolus not delivered anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a bolus anomaly. Customer stated they had three high blood glucose events because a bolus was not delivered. The customer reported an absence of alarms. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.